Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. 899197-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included premature baby, moniliasis vaginal, bacterial vaginosis, dysplasia, c-section and laparoscopy (pelvic pain, pelvic adhesions) on (B)(6) 2016. On (B)(6) 2015: ultrasound follow up. Gyn ultrasound within normal limits with exception of small collapsing cyst. Impression: ovarian cyst with known pain on right side. Concurrent conditions included dysplasia, breast tenderness, lower abdominal pain, adnexa uteri tenderness, uterine prolapse, menopausal symptoms, pelvic discomfort, cystocele, rectocele, pelvic adhesions, loop electrosurgical excision procedure (high grade epithelial lesion /dysplasia of cervix) since 2012, colposcopy, biopsy since (B)(6) 2015, cervical polyp (ascus) since (B)(6) 2015 and ECG since (B)(6) 2015. Concomitant products included ibuprofen. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), hot flush ("hot flashes") and mood swings ("mood swings"). In (B)(6) 2015, the patient experienced dizziness ("dizziness/ frequent episodes of dizziness"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety") and scar ("scarring"). The patient was treated with surgery (on (B)(6) 2016,hysterectomy (partial),with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dizziness, dysmenorrhoea and dyspareunia had resolved, the genital haemorrhage, depression, anxiety, scar, alopecia, migraine and headache outcome was unknown and the fatigue, hot flush and mood swings was resolving. The reporter considered alopecia, anxiety, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hot flush, migraine, mood swings, pelvic pain and scar to be related to essure. The reporter commented: discrepancy noted as per previous follow up: insertion date of essure device: (B)(6) 2012. Insertion details: four uncoiled springs right ostia and on left at completion of procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Findings: bilateral microinserts in place. Distance from inner coil on right to cornu is 8mm and inner coil is at the cornu on the left. Conclusion: no tubal patency demonstrated.. Pathology test - on (B)(6) 2012: moderate to severe dysplasia. Margins are free.; on (B)(6) 2016: uterus, cervix, bilateral fallopian tubes. Fibrovascular adhesive tissue ¿ uterine corpus. Chronic active cervicitis at squamocolumnar junction with associated reactive squamous epithelial features and extensive areas of tubal metaplasia. Unremarkable right fallopian tube. Right ovary including a small corpus luteum, a cystic follicle and few corpora albicantia. Left fallopian tube with tiny paratubal cysts. Most recent follow-up information incorporated above includes: on 20-dec-2018: update of information (batch is invalid) on 6-dec-2018: medical record received. Concomitant and historical conditions were added. Lab data was added. Reporter information was added. No new significant information was added. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. 899197) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included premature baby. Concurrent conditions included dysplasia. Concomitant products included ibuprofen. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), hot flush ("hot flashes") and mood swings ("mood swings"). In (B)(6) 2015, the patient experienced dizziness ("dizziness/ frequent episodes of dizziness"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety") and scar ("scarring"). The patient was treated with surgery (on (B)(6) 2016, hysterectomy (partial), with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dizziness, dysmenorrhoea and dyspareunia had resolved, the genital haemorrhage, depression, anxiety, scar, alopecia and migraine outcome was unknown and the fatigue, hot flush and mood swings was resolving. The reporter considered alopecia, anxiety, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hot flush, migraine, mood swings, pelvic pain and scar to be related to essure. The reporter commented: discrepancy noted as per previous follow up: insertion date of essure device: (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 5-dec-2018: plaintiff fact sheet received-lot no. Was added. Events added: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, hair loss, hot flashes, mood swings, migraines, headaches, frequent episodes of dizziness. Event outcome was updated for the event: dyspareunia, dysmenorrhea, dizziness, pain, fatigue, hot flashes, mood swings. Lab test was added. Reporter information was added. Concomitant and historical condition was added. Concomitant drug was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 899197-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included laparoscopy (pelvic pain, pelvic adhesions) on (B)(6)2016, premature baby, moniliasis vaginal, bacterial vaginosis, dysplasia, c-section, multigravida and parity 3 (on (B)(6)2006 ,(B)(6)2008 and (B)(6)2011). On (B)(6)2015: ultrasound follow up. Gyn ultrasound within normal limits with exception of small collapsing cyst. Impression: ovarian cyst with known pain on right side. Concurrent conditions included biopsy since (B)(6)2015, cervical polyp (ascus) since (B)(6)2015, ECG since (B)(6)2015, loop electrosurgical excision procedure (high grade epithelial lesion /dysplasia of cervix) since 2012, dysplasia, breast tenderness, cramp in lower abdomen, adnexa uteri tenderness, uterine prolapse, menopausal symptoms, pelvic discomfort, cystocele, rectocele, pelvic adhesions and colposcopy. Concomitant products included ibuprofen. On (B)(6)2011, the patient had essure inserted. In (B)(6)2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss , my hai falling out since (B)(6)"), hot flush ("hot flashes") and mood swings ("mood swings"). In (B)(6)2015, the patient experienced dizziness ("dizziness/ frequent episodes of dizziness"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("premature birth with third pregnancy") and experienced genital haemorrhage ("abnormal bleeding"), depression ("depression"), anxiety ("anxiety"), scar ("scarring"), feeling abnormal ("I feel like I've lost so much of myself ") and menopause ("I was going into early menopause"). The patient was treated with surgery (on (B)(6)2016,hysterectomy (partial),with bilateral salpingo-oophorectomy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, dizziness, dysmenorrhoea and dyspareunia had resolved, the pregnancy with contraceptive device, genital haemorrhage, depression, anxiety, scar, alopecia, migraine, headache, feeling abnormal and menopause outcome was unknown and the fatigue, hot flush and mood swings was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered alopecia, anxiety, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, headache, hot flush, menopause, migraine, mood swings, pelvic pain, pregnancy with contraceptive device and scar to be related to essure. The reporter commented: discrepancy noted as per previous follow up: insertion date of essure device: (B)(6)2012. Insertion details: four uncoiled springs right ostia and on left at completion of procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2012: total bilateral occlusion. Findings: bilateral microinsertion in place. Distance from inner coil on right to cornu is 8mm and inner coil is at the cornu on the left. Conclusion: no tubal patency demonstrated.. Pathology test - on (B)(6)2012: moderate to severe dysplasia. Margins are free.; on (B)(6)2016: uterus, cervix, bilateral fallopian tubes. Fibrovascular adhesive tissue ¿ uterine corpus. Chronic active cervicitis at squamocolumnar junction with associated reactive squamous epithelial features and extensive areas of tubal metaplasia. Unremarkable right fallopian tube. Right ovary including a small corpus luteum, a cystic follicle and few corpora albicantia. Left fallopian tube with tiny paratubal cysts.. Most recent follow-up information incorporated above includes: on 17-dec-2019: plaintiff fact sheet and social media received, new reporter, patient concomitant condition, event from pfs, premature birth with third pregnancy and event social media to I feel like I've lost so much of myself , I was going into early menopause were added. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 899197-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included laparoscopy (pelvic pain, pelvic adhesions) on (B)(6) 2016, premature baby, moniliasis vaginal, bacterial vaginosis, dysplasia, c-section, multigravida and parity 3 (on (B)(6) 2006 ,(B)(6) 2008 and (B)(6) 2011). On (B)(6) 2015: ultrasound follow up. Gyn ultrasound within normal limits with exception of small collapsing cyst. Impression: ovarian cyst with known pain on right side. Concurrent conditions included biopsy since (B)(6) 2015, cervical polyp (ascus) since (B)(6) 2015, ECG since (B)(6) 2015, loop electrosurgical excision procedure (high grade epithelial lesion /dysplasia of cervix) since 2012, dysplasia, breast tenderness, cramp in lower abdomen, adnexa uteri tenderness, uterine prolapse, menopausal symptoms, pelvic discomfort, cystocele, rectocele, pelvic adhesions and colposcopy. Concomitant products included ibuprofen. On (B)(6) 2011, the patient had essure inserted. In march 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss , my hai falling out since august/my hair has been falling out"), hot flush ("hot flashes") and mood swings ("mood swings"). In november 2015, the patient experienced dizziness ("dizziness/ frequent episodes of dizziness"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("premature birth with third pregnancy"), experienced genital haemorrhage ("abnormal bleeding"), depression ("depression"), anxiety ("anxiety"), scar ("scarring"), feeling abnormal ("I feel like I've lost so much of myself/significant mind fog"), the first episode of premature menopause ("I was going into early menopause"), cervical polyp ("cervical polyp"), ovarian cyst ("ovarian cyst"), ovulation pain ("significant stabbing pain during ovulation"), the second episode of premature menopause ("early menopause symptoms"), breast pain ("significant breast pain"), paraesthesia ("tingling in my arms/legs"), memory impairment ("forgetfulness"), muscle spasms ("muscles spams especially in my feet"), tinnitus ("difficulty tolerating noise and stimulation") and candida infection ("I could be from candida") and was found to have fibroadenoma of breast ("3 breast fibroadenomas"). The patient was treated with surgery (on (B)(6) 2016,hysterectomy (partial),with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dizziness, dysmenorrhoea and dyspareunia had resolved, the pregnancy with contraceptive device, genital haemorrhage, depression, anxiety, scar, alopecia, migraine, headache, feeling abnormal, cervical polyp, ovarian cyst, ovulation pain, the last episode of premature menopause, breast pain, fibroadenoma of breast, paraesthesia, memory impairment, muscle spasms, tinnitus and candida infection outcome was unknown and the fatigue, hot flush and mood swings was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered alopecia, anxiety, breast pain, candida infection, cervical polyp, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, fibroadenoma of breast, genital haemorrhage, headache, hot flush, memory impairment, migraine, mood swings, muscle spasms, ovarian cyst, ovulation pain, paraesthesia, pelvic pain, pregnancy with contraceptive device, scar, tinnitus, the first episode of premature menopause and the second episode of premature menopause to be related to essure. The reporter commented: discrepancy noted as per previous follow up: insertion date of essure device: ??-feb-2012. Insertion details: four uncoiled springs right ostia and on left at completion of procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Findings: bilateral microinserts in place. Distance from inner coil on right to cornu is 8mm and inner coil is at the cornu on the left. Conclusion: no tubal patency demonstrated.. Pathology test - on (B)(6) 2012: moderate to severe dysplasia. Margins are free.; on (B)(6)2016: uterus, cervix, bilateral fallopian tubes. ¿ fibrovascular adhesive tissue ¿ uterine corpus. ¿ chronic active cervicitis at squamocolumnar junction with associated reactive squamous epithelial features and extensive areas of tubal metaplasia. ¿ unremarkable right fallopian tube. ¿ right ovary including a small corpus luteum, a cystic follicle and few corpora albicantia. ¿ left fallopian tube with tiny paratubal cysts.. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: new events added: I was going into early menopause, cervical polyp, ovarian cyst, significant stabbing pain during ovulation, early menopause symptoms, significant breast pain, 3 breast fibro adenomas, tingling in my arms/legs, forgetfulness, muscles spams especially in my feet, difficulty tolerating noise and stimulation, I could be from candida. Reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 899197-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included laparoscopy (pelvic pain, pelvic adhesions) on (B)(6) 2016, premature baby, moniliasis vaginal, bacterial vaginosis, dysplasia, c-section, multigravida and parity 3 (on (B)(6) 2006 ,(B)(6) 2008 and (B)(6) 2011). On (B)(6) 2015: ultrasound follow up. Gyn ultrasound within normal limits with exception of small collapsing cyst. Impression: ovarian cyst with known pain on right side. Concurrent conditions included biopsy since (B)(6) 2015, cervical polyp (ascus) since (B)(6) 2015, ECG since (B)(6) 2015, loop electrosurgical excision procedure (high grade epithelial lesion /dysplasia of cervix) since 2012, dysplasia, breast tenderness, cramp in lower abdomen, adnexa uteri tenderness, uterine prolapse, menopausal symptoms, pelvic discomfort, cystocele, rectocele, pelvic adhesions and colposcopy. Concomitant products included ibuprofen. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss , my hai falling out since august/my hair has been falling out"), hot flush ("hot flashes") and mood swings ("mood swings"). In (B)(6) 2015, the patient experienced dizziness ("dizziness/ frequent episodes of dizziness"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("premature birth with third pregnancy"), experienced genital haemorrhage ("abnormal bleeding"), depression ("depression"), anxiety ("anxiety"), scar ("scarring"), feeling abnormal ("I feel like I've lost so much of myself/significant mind fog"), the first episode of premature menopause ("I was going into early menopause"), cervical polyp ("cervical polyp"), ovarian cyst ("ovarian cyst"), ovulation pain ("significant stabbing pain during ovulation"), the second episode of premature menopause ("early menopause symptoms"), breast pain ("significant breast pain"), paraesthesia ("tingling in my arms/legs"), memory impairment ("forgetfulness"), muscle spasms ("muscles spams especially in my feet"), tinnitus ("difficulty tolerating noise and stimulation") and candida infection ("I could be from candida") and was found to have fibroadenoma of breast ("3 breast fibroadenomas"). The patient was treated with surgery (on (B)(6) 2016,hysterectomy (partial),with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dizziness, dysmenorrhoea and dyspareunia had resolved, the pregnancy with contraceptive device, genital haemorrhage, depression, anxiety, scar, alopecia, migraine, headache, feeling abnormal, cervical polyp, ovarian cyst, ovulation pain, the last episode of premature menopause, breast pain, fibroadenoma of breast, paraesthesia, memory impairment, muscle spasms, tinnitus and candida infection outcome was unknown and the fatigue, hot flush and mood swings was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered alopecia, anxiety, breast pain, candida infection, cervical polyp, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, fibroadenoma of breast, genital haemorrhage, headache, hot flush, memory impairment, migraine, mood swings, muscle spasms, ovarian cyst, ovulation pain, paraesthesia, pelvic pain, pregnancy with contraceptive device, scar, tinnitus, the first episode of premature menopause and the second episode of premature menopause to be related to essure. The reporter commented: discrepancy noted as per previous follow up: insertion date of essure device: (B)(6) 2012. Insertion details: four uncoiled springs right ostia and on left at completion of procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Findings: bilateral microinserts in place. Distance from inner coil on right to cornu is 8mm and inner coil is at the cornu on the left. Conclusion: no tubal patency demonstrated.. Pathology test - on (B)(6) 2012: moderate to severe dysplasia. Margins are free.; on (B)(6)2016: uterus, cervix, bilateral fallopian tubes. Fibrovascular adhesive tissue ¿ uterine corpus. Chronic active cervicitis at squamocolumnar junction with associated reactive squamous epithelial features and extensive areas of tubal metaplasia. Unremarkable right fallopian tube. Right ovary including a small corpus luteum, a cystic follicle and few corpora albicantia. Left fallopian tube with tiny paratubal cysts. Quality-safety evaluation of ptc: unable to confirm complaints. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dizziness ("dizziness"), depression ("depression"), anxiety ("anxiety") and scar ("scarring"). The patient was treated with surgery (she had surgery to remove essure on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dizziness, depression, anxiety and scar outcome was unknown. The reporter considered anxiety, depression, dizziness, genital haemorrhage, pelvic pain and scar to be related to essure. Incident . No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.